Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired three days after multiple surgical procedures were performed, including the implant of an implantable pulse generator (ipg) system, a mitral valve replacement, and a coronary artery bypass graft. The ipg was tested the day after the procedures were performed and the device was functioning appropriately. Two days later the patient "crashed." The physician reported that the device was pacing below the set parameters and that the patient's blood pressure was unable to be increased. The patient passed away. Attempts to obtain further information were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.